Event description:
Caller reports that he has two concerns about the resmed quattro fx. First of which is the fact that the manufacturer ships the device with only one strap size. He has a small mask but it was shipped with a medium strap and this makes fitting very difficult. The same strap size comes with even the large mask. Secondly, the top connector of the quattro fx is too close to his eyes. He reports this is a poor design defect which should be fixed by the manufacturer. When at sleep, this poorly designed connectors are dangerous and can adversely affect the user.